Event description:
It was reported that the nurse had difficulty removing the foley catheter as a result of a "bump' on the balloon. A consult with urology was requested. Upon removal of the foley, the nurse noticed that the ridge had disappeared and the balloon was fully deflated.

Manufacturer narrative:
The reported problem was inconclusive as no sample was returned for evaluation. A potential root cause for this failure mode could be a result of over inflation and/or extended indwelling periods. The lot number is unknown; therefore, the device history record could not be reviewed. A review of the labelling was unable to be completed due to an unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse had difficulty removing the foley catheter as a result of a "bump' on the balloon. A consult with urology was requested. Upon removal of the foley, the nurse noticed that the ridge had disappeared and the balloon was fully deflated.